Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised the discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip and minor scratches on display window noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.